Event description:
The customer reported that their multiple patient receiver (org) is going through an intermittent communication loss.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is going through an intermittent communication loss. This occurred as they were updating the org's software. No harm or injury was reported.